Manufacturer narrative:
UDI related data quality updates only. Correction: for UDI data discrepancy/mismatch on previously submitted MDR and to ensure the device identification data is in alignment with gudid.

Manufacturer narrative:
A system service check of the medrad® mark 7 arterion injection system (serial number (B)(6)) was completed on september 20, 2023 by bayer service. A review of the system flight recorder log files confirmed that there were zero entries. This indicates that no error messages were recorded. Bayer service concluded that the system was operating to specification. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported that a patient death and potential but unconfirmed air injection occurred while a medrad® mark 7 arterion injection system (serial number (B)(6)) was in use. No further information was provided.